Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was further described as a bacterial infection. The peritonitis was manifested by abdominal pain and severe cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was discharged two days after admission. During hospitalization the patient received unknown antibiotics intravenously and is currently receiving unknown antibiotics intraperitoneally for two weeks, as well as oral cipro (unknown dose and frequency). Dianeal and extraneal therapies were ongoing. At the time of this report the patient was recovering and the pd effluent was clearing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported hospitalization was (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.